Event description:
It was reported that the patient was experiencing intermittent therapeutic relief, including symptoms of "too much spasticity /muscle spasms" in the lower extremities. It was suspected that the catheter was compromised and that the tip of the catheter was located too high. It was indicated that lowering the tip from the cervical to thoracic would increase the relief of lower extremity spasms and decrease the neck effect. The specific catheter issue was unknown. The catheter was revised and replaced. At the time of this report, the patient was alive and without injury. It was reported that the patient's outcome was recovered without sequela. The drug delivered via pump was lioresal.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis of the catheter revealed coring and tearing of the sc connector. They also found cuts in the seal.